Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited intermittent high out of range pace impedance measurements on the right atrial (ra) lead. Boston scientific technical services (ts) indicated that it may be related to a device header spring contact issue and not a ra lead issue. Ts provided guidance to the healthcare provider (hcp) that they can consider continued monitoring for now. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ICD device was subsequently explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) device as part of a therapy upgrade for the patient approximately three years after the reported issue. The ra lead was surgically abandoned and replaced during this same procedure. No patient symptoms or adverse patient effects were reported. The ICD device has been returned to boston scientific.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited intermittent high out of range pace impedance measurements on the right atrial (ra) lead. Boston scientific technical services (ts) indicated that it may be related to a device header spring contact issue and not a ra lead issue. Ts provided guidance to the healthcare provider (hcp) that they can consider continued monitoring for now. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited intermittent high out of range pace impedance measurements on the right atrial (ra) lead. Boston scientific technical services (ts) indicated that it may be related to a device header spring contact issue and not a ra lead issue. Ts provided guidance to the healthcare provider (hcp) that they can consider continued monitoring for now. The products remain in-service. No patient symptoms or adverse patient effects were reported.